Event description:
It was reported that the customer noticed a bubble in the line past the large volume infusion pump (lvp), and it was noted that the lvp sensor failed to alert for air-in-line. Customer paused the lvp, investigated, and noticed that there was a roughly a 1 foot in length air bubble in the line past the sensor. The line was disconnected from the patient and the fluid was drained into a garbage can to ensure there was air in the line. There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states "while I was in the room with the patient helping an esn set up extra lines on our IV pump. I noticed a weird looking bubble in the line past the infusion pump (ecn fh141022) sensor barrier that should alert me to air in line. I paused the pump and investigated there was a roughly 1foot in length air bubble in the line past the sensor. I disconnected the line from the pt and drained the fluid into a garbage can to make sure it was actually an air bubble and there was a period of time where no liquid came out of the IV line thus confirming the air in the line. I removed the faulty pump and replaced it with a new one.".

Manufacturer narrative:
Investigation summary : the reported issue of a fail to alert for air-in-line was not confirmed from the log analysis. ¿ an infusion was started with a rate set at 999 ml/h and a volume to be infused (vtbi) set at 980 ml at 7:59:28 pm on 24 june 2024. Then the infusion was started. ¿ at 8:17:24 pm the ail sensor alarmed for a duration of 13 seconds, the door was opened, and the flow stopped for 8 seconds. The door was closed, and the infusion was started. ¿ the pump module s/n: (B)(6) log review recorded an audiovisual event attached to an air-in-line alarm at approximately 18 minutes after the infusion was started. ¿ the devices and administration set were not received: therefore, they could not be inspected or tested. ¿ there are smaller single air-in-line threshold settings available to the customer in their dataset if greater sensitivity is desired. ¿ the bd alaris system user manual (v12.1), states that the air-in-line alarm on the pump module is a high priority alarm meaning that air has been detected in the administration set during an infusion. The infusion stops on the affected channel. The user must ensure that the tubing is properly installed in the air-in-line detector. If air is present, clear the air from administration set. Press the restart key, or press the channel select key and then the start soft key. Also provides a step-by-step process for a proper priming, loading and unloading of the administration set. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported fail to alert for air-in-line was not identified during the investigation. The returned event and error logs were fully evaluated, and no issues or anomalies were observed during the log review.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the customer noticed a bubble in the line past the large volume infusion pump (lvp), and it was noted that the lvp sensor failed to alert for air-in-line. Customer paused the lvp, investigated, and noticed that there was a roughly a 1 foot in length air bubble in the line past the sensor. The line was disconnected from the patient and the fluid was drained into a garbage can to ensure there was air in the line. There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states "while I was in the room with the patient helping an esn set up extra lines on our IV pump. I noticed a weird looking bubble in the line past the infusion pump (ecn fh141022) sensor barrier that should alert me to air in line. I paused the pump and investigated there was a roughly 1foot in length air bubble in the line past the sensor. I disconnected the line from the pt and drained the fluid into a garbage can to make sure it was actually an air bubble and there was a period of time where no liquid came out of the IV line thus confirming the air in the line. I removed the faulty pump and replaced it with a new one."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer noticed a bubble in the line past the large volume infusion pump (lvp), and it was noted that the lvp sensor failed to alert for air-in-line. Customer paused the lvp, investigated, and noticed that there was a roughly a 1 foot in length air bubble in the line past the sensor. The line was disconnected from the patient and the fluid was drained into a garbage can to ensure there was air in the line. There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states "while I was in the room with the patient helping an esn set up extra lines on our IV pump. I noticed a weird looking bubble in the line past the the infusion pump ((B)(6)) sensor barrier that should alert me to air in line. I paused the pump and investigated there was a roughly 1foot in length air bubble in the line past the sensor. I disconnected the line from the pt and drained the fluid into a garbage can to make sure it was actually an air bubble and there was a period of time where no liquid came out of the IV line thus confirming the air in the line. I removed the faulty pump and replaced it with a new one."